Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was discolored. It is unknown whether the device was used in surgery or whether injury or medical intervention occurred. No additional information was provided.